Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had buttons less responsive. Customer's blood glucose level was unknown. Customer states buttons are harder to press. Customer also states insulin pump had unexplained no delivery alerts. The insulin pump will not be returned for analysis.